Event description:
Litigation papers allege that the patient has pain and extreme weakness in her hip.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes z65ega, z5vfx1, 2002877, z5ddp1, and z23j54. A search of the complaint database search finds one additional reported incident against lot code y68f44 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the stem, head, insert, and one of the screws (z23j54) reported part and lot code combinations; one prior report for the cup and the second reported screw (y68f44) part and lot number combinations. However, review of the as400 system show that at least 4 other devices from the reported cup and screw lots have been delivered and/or invoiced and can be reasonably concluded implanted without issue. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.